Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported insulin leaking while wearing the pod on the abdomen for approximately 37 to 48 hours. During the wear period, the patient was taking strong antibiotics prescribed for a pre-existing infection on the calf of the leg. The patient noted rising blood glucose (bg) levels, with values of approximately 400 mg/dl displayed on the controller. The patient suspected that the elevated bg levels were associated with the antibiotic treatment. As symptoms worsened, including delirium and impaired ability to think clearly, the patient attempted to activate a new pod but was unsuccessful. Subsequently, bg levels reportedly increased further to approximately 500 mg/dl. On (B)(6) 2026, medical assistance was required, and emergency services were contacted. The patient was transported to the hospital, where diabetic ketoacidosis was diagnosed. The patient was hospitalized for four days and discharged on (B)(6) 2026. At the time medical attention was sought, the patient was wearing a previously failed activated pod and was not wearing the original leaking pod. Following stabilization, the patient was able to successfully activate a new pod while hospitalized and resume insulin delivery. Treatment during hospitalization included intravenous fluids, antibiotics, and insulin therapy, with insulin administration managed by the patient once a functioning pod was in use.